Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, false asystole events, damaged cable) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cable connecting ECG c and d was cut, severing the red (-5v) wire. The cause of the alarms and test failure was the severed wire. The root cause for the cut cable and wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and was causing adjust belt messages and false asystole events.